Event description:
It was reported that this pacemaker system was evaluated due to concerns regarding recent atrial tachy response (atr) and ventricular (v) episodes. Device interrogation revealed a combination of undersensing and oversensing on the right ventricular (rv) lead. At times, atrial pacing appeared to mask ventricular events, and the device was delivering unnecessary ventricular pacing. As the system had been recently implanted, a chest x-ray was recommended to confirm appropriate rv lead positioning prior to any programming adjustments. No additional adverse patient effects were reported. The system remains in service.